Event description:
It was reported that the patients charging burden has significantly increased. It was also noted that the patient was not getting an adequate pain relief and there was lead migration. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were disposed by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 20963916.